Event description:
Reporter alleged the customer obtained the results of 329 mg/dl and 129 mg/dl back to back within 10 minutes on the aviva system. Reporter stated the customer was feeling hypoglycemic and drank some apple juice prior to obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged the customer obtained the results of 329 mg/dl and 129 mg/dl back to back within 10 minutes on the aviva system. Reporter stated the customer was feeling hypoglycemic and drank some apple juice prior to obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.